Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic esophagectomy, the green cartridge came off the jaw suddenly and fell into the patient before the second firing while being articulated to approach the esophagus. In this procedure, firstly an abdominal manipulation was performed and secondly thoracic, and then neck manipulation was the last. The device was used for the thoracic manipulation. The device was used on the azygos vein with a white cartridge at the first firing without problems. The fallen cartridge had a difficulty in being retrieved via a 12-millimeter trocar. Then, the doctor decided to remove the fallen cartridge from a small incision that had been planned at the procedure of the cervical part. A new green cartridge was loaded into the same device and fired as intended. There were no adverse consequences to the patient. It was unknown if there was a clicking sound that would be heard when the cartridge was loaded into the device.